Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the crem module with a tricontinent pump and brushless stirrer motor. The instrument was returned into service after the repairs. Associated mdrs: 2050012-2011-08490, 2050012-2011-08491.

Event description:
The customer reported erroneous and erratic creatinine (crem) results were generated on an unicel dxc 800 synchron system for four patient samples over two days. This is report two of two and represents the three erratic and erroneous crem results generated on a unicel dxc 800 synchron system on (B)(6) 2011 for three patients. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat on another instrument, two of the three initial crem results repeated higher, and one repeat result was lower. The repeat results were regarded as valid. Amended reports were issued. The initial erroneous crem results were reported out of the laboratory, however, there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Instrument crem quality control (qc) results were within specification during the timeframe of the event. No additional system information, specific patient information or sample handling/collection information was provided by the customer.